Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: d6b - explant date should have been included.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of capture. A computerized tomography scan was performed and cardiac perforation was found. The rv lead was explanted and the patient was in stable condition before, during, and after the procedure.